Event description:
It was reported that a patient allegedly developed skin breakdown in the sacral region. There was patient involvement; however, no clinically relevant delay in treatment was reported.